Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. It is not possible to determine the source of the patient¿s peritonitis. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the patient had peritonitis. The patient called customer service requesting a different cycler because of abdominal pain and pulling at the end of the drain phases during exchanges. The patient reported visiting the emergency room (ER) for abdominal pain. Details surrounding the ER visit was not provided and treatment data showed no increased intraperitoneal volume. During follow up with the peritoneal dialysis registered nurse (pdrn), the pdrn indicated the abdominal pain and pulling was due to a blockage in the peritoneal dialysis catheter which was cleared in the ER. The pdrn also revealed the patient was diagnosed with peritonitis and prescribed vancomycin out patient. Peritoneal effluent was positive for a bacterial growth (the nurse could not recollect the name). White blood cell count was >800. The cause of infection was unknown. Pd therapy continued without issues and patient recovered from the events. Hospitalization was not required. No device malfunction was alleged, no further information was provided.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed with no failures. The cycler weighed fill volumes were within tolerance. The cycler underwent system air leak and valve actuation tests and met specifications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were no indications of sparks coming from the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.